Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 31mm 11400m mitral valve was explanted to repair ruptured atrioventricular groove. An unknown valve was implanted in replacement. Per the surgeons nurse, following decannulation the patient exsanguinated into her right chest. Surgeon immediately performed sternotomy to re-cannulate centrally. Ruptured av groove was found, the 31mm 11400m was explanted in order to perform the repair. Multiple attempts to repair the rupture were futile, the situation was not salvageable, and the patient expired in the or. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected b2.